Event description:
It was reported that during a follow up, loss of sensing was observed. The lead was capped and replaced. Patient was fine during and after the procedure.

Event description:
New information received noted the previously capped right ventricular lead was explanted on (B)(6)2018 due to an unrelated reason. No further information was provided.

Manufacturer narrative:
The damage found was sustained during the surgical procedure. The lead was otherwise normal.